Event description:
It was reported the device was explanted and replaced due to rapidly reduced battery voltage, sensing difficulty, no pacing output, atrial lead pacing the ventricle and ventricular lead not capturing the ventricle, and high threshold. A problem with the connector was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.